Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified and tortuous anatomy prevented the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. The treatment appears to be related to the operational context of the procedure as reportedly the physician decided to take apart the handle of the device and manually deploy the stent from the delivery catheter. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the common iliac artery. After a 8x80mm absolute pro self-expanding stent (ses) was prepared with no noted issues, the device was advanced to the lesion and attempted to be deployed; however, during deployment the thumbwheel was noted to jam and the stent could only be partially deployed. The physician decided to take apart the handle of the ses and manually deploy the stent from the delivery catheter. The stent was successfully deployed and the procedure was completed. There were no adverse patient sequela. No additional information was provided.